Event description:
It was reported that effective therapy was not established due to the l1 drg lead had migrated. Migration was confirmed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2019 to have the lead replaced.

Manufacturer narrative:
In the initial report ,the date of surgical intervention "(B)(6) 2019 " in "event description" was reported in error. The correct date of surgical intervention is (B)(6) 2019 which is been reported in the additional report-2.

Event description:
It was reported that effective therapy was not established due to the l1 drg lead had migrated. Migration was confirmed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2019 to have the lead replaced.